Manufacturer narrative:
Pump received with normal operating currents and passed the self test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Pump was monitored and no unexpected battery out limit alarms occurred during testing. Pump received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and is cracked around the battery compartment. The customer's blood glucose reading was 161 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.